Manufacturer narrative:
(B)(4). It was reported that no additional information was available, therefore, no product identification information is available. Visual review of the provided photo shows the reamer fractured at the tip as reported; no other information can be obtained from the image. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that when reaming the reamer power junction power broke. No known impact or consequence to the patient. It was reported that no further information is available.